Event description:
A pedicle screw system was implanted into the pt in 2007, for spinal fixation. Routine postoperative x-ray examination found that a locking nut had disengaged in the implanted system. The following month, the pt was operated on to replace the locking nut and associated hardware. During the explant procedure, x-ray examination also reported implanted pedicle screw as "seen on x-ray out of trac into soft tissue".

Manufacturer narrative:
This is a retrospective filing following an audit of complaint files following a similar observation resulting in medical intervention. No complications or adverse effects from the device were reported. Internal investigation suspects the cause of the reported loosening of the locking nut as improper technique/engagement of the rod and locking nut during implant of the device.